Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was not able to duplicate. The customer's reported issue during testing and evaluation. The service technician installed a good known pigtail into the customer's ltm ii monitor, and connected ltm ii monitor to an ltv 1200, and the ventilator and unit power on properly with no issues.

Event description:
It was reported to vyaire medical that their ltv ventilator powers off when connected to their ltm monitor. The customer stated that the charge led goes out when connected. The customer tested the monitor on 2 different ventilators and the same issue occurred.